Event description:
It was reported that this right atrial (ra) lead exhibited erratic pace impedance daily measurements over the past year that fluctuated between 400 ohms to greater than 3,000 ohms. This behavior was consistent with the lead-to-device spring contact interaction. There was no evidence of noise at this time, however continued monitoring was recommended. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).